Event description:
The customer reported, the system displayed a collimator stuck error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted and lubricated. The system was then found to be operating as intended.